Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported viewing a bubble in the middle of the screen. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.